Manufacturer narrative:
Legacy complaint ID previously captured incorrectly, which is corrected in this report as (B)(4).

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device, the service center reports that the device cannot be powered on and the power connector of the unit is corroded with dust/dirt contamination was found and there were no evidence of foam particles found inside of the assembly. In addition, the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.